Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the arrhythmia episode list on the implantable pulse generator (ipg) had invalid data and the ipg had invalid lead trends. The ipg remains in use. No patient complications have been reported as a result of this event.